Manufacturer narrative:
The customer's meter was returned and tested with retention strips and retention controls. Control ranges: level 1: 30 - 60 mg/dl. Level 2: 261 - 353 mg/dl. Results: level 1: 48, 48, and 47 mg/dl. Level 2: 315, 319, and 316 mg/dl. All results were within the acceptable range. The meter was disassembled for further investigation. Debris was observed in the meter's strip port. The meter's error log was downloaded and the investigation observed several e-1507 errors. The cause of the e-1507 errors is due to customer mishandling. The investigation confirmed the meter's date and time were set incorrectly. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The meter and strips were requested for investigation. Replacement product was sent. The customer confirmed the test strips were not available for return. The meter has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter received questionable glucose results for two patients tested with an accu-chek inform ii meter serial number (B)(4). For both dates of testing, the customer confirmed qc was acceptable. For meter testing, the customer collected the samples by capillary methodology. Prior to sample collection, the first drop of blood was wiped away. On (B)(6) 2021 and at 10:40, patient 1's meter glucose result was >600 mg/dl. At 10:52, the patient's laboratory glucose result was 185 mg/dl. On (B)(6) 2021 and at 22:04, patient 2's meter glucose result was 36 mg/dl. At 22:06, the patient's meter glucose result was 103 mg/dl.